Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) analyzer calibration failure. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the hose connection was checked and there were no gas leaks heard. A second calibration was attempted but failed.

Event description:
Per additional information received, an alternate device was employed. There was no delay in the beginning or continuation of the surgical procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flowmeter¿s voltage output and flow readings were incorrect. After a few minutes of operation, the flowmeter¿s outputs returned to normal and did not fail again during lab testing. Per supplier evaluation, the unit was received reporting a flow of 1.66 standard liters per minute (slpm) at zero flow. Register inspection reveals sensor read counts have shifted from 10,192 at time of initial manufacture to 16,559, which accounts for offset in flow. All other sensor values read correctly. Tolerance check performed after taring the device and all points found in tolerance, but signal is noisier than allowed. Source of zero offset shift is a defective all sensor. The sensor was opened up and wire bond pull test was performed, revealing two defective wire bonds on differential pressure sensors that lifted from pad with near zero force. These defective wire bonds are determined to be the cause of zero offset shift. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.